Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2020, the lead was unable to be placed in the l3 position due to the patient vomiting after having anesthesia. One lead was placed in the l4 position. No additional complications. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.